Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low blood glucose after being off the ilet system for an extended period and recently reconnecting, with a misunderstanding about meal announcement timing contributing to the event; the device provided low and urgent low alerts, and the patient had been advised previously to announce meals 30 minutes after starting to eat, which was not consistent with device guidance. Symptoms included hypoglycemia without loss of consciousness or other acute neurologic symptoms. Outcomes included self-treatment with oral carbohydrates, stabilization of blood glucose, no need for assistance, and no medical intervention or hospitalization. Investigation included case triage, troubleshooting with the caregiver, review of device use history indicating prolonged off-device period followed by reconnection, and scheduling of additional training. Investigation of this case revealed user-related use error concerning missed or improper meal announcements in the context of re-initiation after a long interruption, with device alerts functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user training gap and use error related to meal announcement practices after a prolonged period off therapy.